Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 3 of 3 mdrs filed for the same patient (reference 3002806535-2016-00234 - 00236). Product location unknown.

Event description:
Patient was revised on the right side approximately five months post-implantation due to loosening.